Manufacturer narrative:
H6: method results: a work order search was performed and no similar complaints were found within the work order. The device history record will be pulled and reviewed.

Event description:
The nurse opened and examined an aq2010v silicone three piece lens and noted there were spots on the lens. There was no pt contact or injury. The nurse stated the spots were white, but it was unk if it was just on the optic surface or in the lens. The contact was unable to provide the model and lot numbers of the injector and cartridge that would have been used with this lens.